Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00504.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three non-penumbra coils in the target vessel using a non-penumbra microcatheter. The physician then attempted to place a smart coil in the target vessel. However, while advancing the smart coil, the microcatheter kicked back; therefore the smart coil was retracted. After repositioning the microcatheter, the physician attempted to re-advance the smart coil; however, the smart coil became stuck and unable to advance past the hub of the microcatheter; therefore, it was removed. The physician then attempted to use a new smart coil, however, resistance was experienced while advancing the smart coil through the hub of the microcatheter and the smart coil became stuck. Therefore, the smart coil was removed and the procedure was completed using new coils and the same non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the first smart coil evaluated had kinks from approximately 20.0 to 25.0 cm from the proximal end of the pusher assembly and 53.0 cm from the hub. The embolization coil was damaged along its length with several offset coil winds. Conclusions: evaluation of the device revealed both embolization coils had offset coil winds along their length. This damage may result if the smart coil is advanced before the introducer sheath is properly seated inside the taper of the microcatheter hub. If an embolization coil is already damaged, further attempts to advance the coil will become increasingly difficult. Further evaluation revealed kinks along the pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00504.